Event description:
This medical device report is being submitted due to a 2nd event of unintended movement when using a same dx-d100 mobile unit at a same site as described in 9616389-2015-00055 reported to the FDA on (B)(4) 2015. On a follow up call to the customer on (B)(6), the customer indicated that the site is still having issues with the same dx-d 100 mobile unit. The unit is still showing unintended movement and hard to handle. During the investigation of this second event, a third event occurred on (B)(6) 2015. The unit was removed from service on (B)(4) 2015. The supplier (B)(4) will be going onsite with agfa service to further investigate and determine the root cause. This third event will be reported within the reporting timeline in a separate medical device report. There has been no report of harm to user or patient during this event. A supplemental report will follow after investigation results.

Event description:
This supplemental report is to report the root cause and corrective actions. During the site visit by (B)(6) and (B)(6), between (B)(6), the root cause was identified. A defective cable wiring on the left side motor/reducer caused the unintended movement. This abrasion in the wire caused intermittent issues with braking and motor operation. During the investigation, a decision was made to replace both the left and right side motors and the dmc board on the unit. The unit was tested with new hardware and there were no issues with unintended movement. The unit was inspected by the customer before patient use and approved for operation into the production environment. The unit was put back into service on (B)(6) and operated with no issues. The site has indicated they have not experienced any issues with the unit and it is operating as intended, like the rest of the portable units at their site. Conclusion, the device was repaired and returned to service. There have been no reports of harm to users or patients during these events.